Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of continu-flo blood/solution sets would not flow. It was further reported there was complete blockage of the distal clearlink needle-free connector. This issue was identified during patient infusion of unspecified medication using an unspecified syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.